Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated there was some drainage on their bandage, which had caused the dressing to come loose. The patient was seeing their doctor regarding it. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that one lead was out, and another was almost out. The patient also mentioned that the clinician was concerned about possible infection. The patient mentioned they had their leads removed. No further complications were reported.